Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, when the surgeon was preparing the instrument, the practitioner could not connect the shell to the handle. Another shell was used with the same handle to resolve the issue. There was no patient injury.